Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was part of a system revision due to (B)(6) infection. There were no additional adverse patient effects reported. The rv lead was explanted.